Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a zct300u175 and the patient was in the recovery room, the surgeon realized he had implanted the wrong power of intraocular lens (iol); the patient had decided monovision. The patient was brought back into the operating room, an incision enlargement was made and the iol was explanted. The lens was replaced with a zct300 21.0. No patient injury was reported. The lens was discarded at the facility.